Event description:
Pt originally treated with a t2 to pelvic fusion for neuromuscular scoliosis related to spastic cerebral palsy. At pt's first postoperative visit, it was noted that the pangea polyaxial iliac screws had slipped off the end of the rod. Pt was revised. This is one (1) of three (3) reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg site or mfg date without a lot number.